Manufacturer narrative:
Follow-up communication confirmed that the involved device was discarded at the user facility. In addition, neither the specific product code or lot number involved could not be verified, but the reporter stated it had to be one of two in their inventory (the 1-cc product code sg10m2913 with lot number gn30 is most likely, but it could have been 0.5-cc product code sg05m2913 with lot number ha24). In order to be thorough, both product lots were included in the evaluation as being potentially involved. A review of the device history records indicated that there were no production related problems for these lot numbers. Evaluation of reserve samples from both potentially involved lots did not reveal any defects or malfunctions. A review of the complaint files confirmed that these lot numbers have not been reported previously. The device labeling does address the potential for such an occurrence in the warnings and the instructions for use with statements such as the following: (1) "handle with care to avoid needlesticks"; (2) "keep hands behind the needle at all times during use and disposal"; (3) "for greatest safety, activate the sheath using a one-handed technique"; (4) "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; and (5) "visually confirm that the needle is fully engaged under the lock." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported that a nurse inadvertently stuck her finger with a syringe needle ,after administering a subcutaneous injection to a pt, and before attempting to activate the safety sheath. During follow-up communication, the reporter confirmed that prophylactic medical treatment was initiated per the facility's protocol.